Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked. The following information was provided by the initial reporter: event date: (B)(6) 2019 the catheter was used for the CT examination. There was slight leakage at the connecting plastic cap due to the unsealed connection. No impact on the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked. The following information was provided by the initial reporter: event date: (B)(6) 2019. The catheter was used for the CT examination. There was slight leakage at the connecting plastic cap due to the unsealed connection. No impact on the patient.